Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high, out of range impedances greater than 2000 ohms. Additionally, a fracture was observed which was confirmed by imaging. The lead was replaced with a non-bsc device. No adverse patient effects were reported. This lead was discarded at the hospital.